Manufacturer narrative:
Customer concern: explain that a leak can be a potential cause of high blood glucoses. Advise leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Evaluated one open and used reservoir (1.5 ml approximately of clear liquid inside and transfer guard not returned) using a new lab transfer guard; performed pre-fill test appendix c and found air bubbles and leaks during analysis. Performed a visual inspection using appendix e: found damage septum from the snap-cap and barrel depth marking missing. Conclusion: reservoir failed pre-filling, physical and cosmetic test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was 400 mg/dl. The customer was treated with manual injection or insulin pen for high blood glucose event. Customer's current blood glucose value was 247 mg/dl. The customer experienced symptoms related to high blood glucose such as general sense of being worn down. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature at the time of incident. The customer also reported that the reservoir had leak at the o-ring and the o-ring was dislodged. The insulin pump will not be and reservoir will be returned for analysis.